Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report #2183959-2012-00457. The pt had a sparc sling implanted to treat her stress urinary incontinence on or about (B)(6) 2003. It was reported that on or about (B)(6) 2003 the product had "eroded and they excised the sling." It was reported that as a result the pt has "experienced significant mental and physical pain and suffering, has sustained permanent injury and bodily impairment, will undergo corrective surgery or surgeries and other damages."